Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use while installing a helium tank,  the cardiosave intra-aortic balloon pump (iabp) unit is making a hissing sound when turned on. Having issues closing helium latch. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer (fse) replaced the o-ring were the cardiosave receives helium from the cart. Device passed all leak, function, and safety checks. Returned to customer for clinical use. The replaced part is scrapped.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.